Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an ipom laparoscopic ventral hernia repair on (B)(6) 2013 and mesh was implanted. The patient developed a recurrent hernia which was diagnosed by CT scan. A re-operation was performed on (B)(6) 2014. The surgeon noted during the procedure that the mesh was intact but appeared to have torn off of the peritoneum. The patient is currently doing well and recovering from surgery.